Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device breakage ('device breakage'). In a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: marijuana abuse and tobacco abuse. Concurrent conditions included: acid reflux (oesophageal), insomnia, ulcer nos, flank pain, back pain, vomiting, diarrhea, palpitations, fever, sweaty, chills, feelings of weakness, ache, epigastric pain, headache, endometriosis, decreased appetite, cough, breathing rate increased, diaphoresis, dizziness, lightheadedness, vaginal discharge, left lower quadrant pain and multigravida. Concomitant products included: dicycloverine hydrochloride (bentyl), diphenhydramine, hydroxyzine since (B)(6) 2018, ibuprofen, omeprazole since (B)(6) 2018, oral contraceptive nos from 2003 to 2008, paracetamol (tylenol), prochlorperazine, ranitidine hydrochloride (zantac), sodium chloride, sucralfate (carafate), sucralfate since (B)(6) 2018 and vitamin d nos (vitamin d) since (B)(6) 2018. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches") and nausea ("nausea"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 10 years 8 months after insertion of essure. On an unknown date, the patient experienced back pain ("back pain") and pelvic pain ("sharp shooting pain"). The patient was treated with ketorolac tromethamine (toradol), ondansetron (zofran) and surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage outcome was unknown. The abdominal pain and migraine was resolving. And the back pain, dysmenorrhoea, dyspareunia and nausea had resolved. The reporter considered abdominal pain, back pain, device breakage, dysmenorrhoea, dyspareunia, migraine, nausea and pelvic pain to be related to essure. The reporter commented: three coils were trailing on right side. And eight coils were trailing on left side. Patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) and back pain. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen: on (B)(6) 2018, specifically, no small bowel obstruction, suspicious bowel wall thickening or inflammatory fat stranding. Hysterosalpingogram: on (B)(6) 2008, essure tubal occlusion. Concerning the injuries reported in this case, the following events were confirmed in patient's medical record: device breakage and migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included marijuana abuse and tobacco abuse. Concurrent conditions included acid reflux (oesophageal), insomnia, ulcer nos, flank pain, back pain, vomiting, diarrhea, palpitations, fever, sweaty, chills, feelings of weakness, ache, epigastric pain, headache, endometriosis, decreased appetite, cough, breathing rate increased, diaphoresis, dizziness, lightheadedness, vaginal discharge, left lower quadrant pain and multigravida. Concomitant products included dicycloverine hydrochloride (bentyl), diphenhydramine, hydroxyzine since (B)(6) 2018, ibuprofen, omeprazole since (B)(6) 2018, oral contraceptive nos from 2003 to 2008, paracetamol (tylenol), prochlorperazine, ranitidine hydrochloride (zantac), sodium chloride, sucralfate (carafate), sucralfate since (B)(6) 2018 and vitamin d nos (vitamin d) since (B)(6) 2018. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches") and nausea ("nausea"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 10 years 8 months after insertion of essure. On an unknown date, the patient experienced back pain ("back pain"). The patient was treated with ketorolac tromethamine (toradol), ondansetron (zofran) and surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage outcome was unknown, the abdominal pain and migraine was resolving and the back pain, dysmenorrhoea, dyspareunia and nausea had resolved. The reporter considered abdominal pain, back pain, device breakage, dysmenorrhoea, dyspareunia, migraine and nausea to be related to essure. The reporter commented: three coils were trailing on right side and eight coils were trailing on left side. Patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) and back pain. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2018: specifically, no small bowel obstruction, suspicious bowel wall thickening or inflammatory fat stranding. Hysterosalpingogram - on (B)(6) 2008: essure tubal occlusion. Concerning the injuries reported in this case, the following events were confirmed in patient's medical record- device breakage and migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received : new event of back pain added. Event outcome were added. Fu 4 and fu 5 processed together. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included marijuana abuse and tobacco abuse. Concurrent conditions included acid reflux (oesophageal), insomnia, ulcer nos, flank pain, back pain, vomiting, diarrhea, palpitations, fever, sweaty, chills, feelings of weakness, ache, epigastric pain, headache, endometriosis, decreased appetite, cough, breathing rate increased, diaphoresis, dizziness, lightheadedness, vaginal discharge, left lower quadrant pain and multigravida. Concomitant products included dicycloverine hydrochloride (bentyl), diphenhydramine, hydroxyzine since (B)(6) 2018, ibuprofen, omeprazole since (B)(6) 2018, oral contraceptive nos from 2003 to 2008, paracetamol (tylenol), prochlorperazine, ranitidine hydrochloride (zantac), sodium chloride, sucralfate (carafate), sucralfate since (B)(6) 2018 and vitamin d nos (vitamin d) since (B)(6) 2018. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches") and nausea ("nausea"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 10 years 8 months after insertion of essure. On an unknown date, the patient experienced back pain ("back pain") and pelvic pain ("sharp shooting pain"). The patient was treated with ketorolac tromethamine (toradol), ondansetron (zofran) and surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage outcome was unknown, the abdominal pain and migraine was resolving and the back pain, dysmenorrhoea, dyspareunia and nausea had resolved. The reporter considered abdominal pain, back pain, device breakage, dysmenorrhoea, dyspareunia, migraine, nausea and pelvic pain to be related to essure. The reporter commented: three coils were trailing on right side and eight coils were trailing on left side. Patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) and back pain. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2018: specifically, no small bowel obstruction, suspicious bowel wall thickening or inflammatory fat stranding. Hysterosalpingogram - on (B)(6) 2008: essure tubal occlusion. Concerning the injuries reported in this case, the following events were confirmed in patient's medical record- device breakage and migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2020: social media received: event sharp shooting pain added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included marijuana abuse and tobacco abuse. Concurrent conditions included acid reflux (oesophageal), insomnia, ulcer nos, flank pain, back pain, vomiting, diarrhea, palpitations, fever, sweaty, chills, feelings of weakness, ache, epigastric pain, headache, endometriosis, decreased appetite, cough, breathing rate increased, diaphoresis, dizziness, lightheadedness, vaginal discharge, left lower quadrant pain and multigravida. Concomitant products included dicycloverin hydrochloride (bentyl), diphenhydramine, hydroxyzine since december 2018, ibuprofen, omeprazole since (B)(6) 2018, oral contraceptive nos from 2003 to 2008, paracetamol (tylenol), prochlorperazine, ranitidine hydrochloride (zantac), sodium chloride, sucralfate (carafate), sucralfate since (B)(6) 2018 and vitamin d nos (vitamin d) since (B)(6) 2018. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 10 years 8 months after insertion of essure. The patient was treated with ketorolac tromethamine (toradol), ondansetron (zofran) and surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage outcome was unknown, the migraine, dysmenorrhoea and abdominal pain was resolving and the nausea and dyspareunia had resolved. The reporter considered abdominal pain, device breakage, dysmenorrhoea, dyspareunia, migraine and nausea to be related to essure. The reporter commented: three coils were trailing on right side and eight coils were trailing on left side. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen on (B)(6) 2018: specifically, no small bowel obstruction, suspicious bowel wall thickening or inflammatory fat stranding. Hysterosalpingogram on (B)(6) 2008: essure tubal occlusion. Concerning the injuries reported in this case, the following events were confirmed in patient's medical record- device breakage and migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Case is incident. Previously reported event injury was replaced with new events: device breakage, migraines/headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) and abdominal pain. Medical history, lab data and concomitant drugs added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.